Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was observed that the battery terminal connector was damaged. The inner enclosure screw holes were damaged. A functional evaluation revealed that the printed circuit board was causing the spider 2 to pressurize when depressurize was pressed. The device also failed the weight test. The reported failure of ¿motor fault¿ was confirmed and the root cause has been associated with a defective printed circuit board. The weight test failure has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for failed weight test concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider tenet had a motor fault. No case reported; therefore, there was no patient involvement. Results of investigation have concluded the spider 2 tenet evaluation revealed that the device failed the weight test; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.